Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: item#0100109809; lot#unknown; wagner sl revision, screw for trial stem, l 190. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00299.

Event description:
It was reported that during a trial of a stem, the set screw broke while using the slaphammer. The exact cause of the breakage is uncertain, but it is possible that the stem was oversized or not reamed sufficiently distally. At the time of the break, the device was located inside the femoral canal. To remove the device, an osteotomy was required. It is likely that deviating from the recommended technique, specifically over-reaming or inadequate reaming distally, contributed to this incident. The overall delay caused by this event was approximately one hour. Due diligence is in progress for this event; to date no further information has been provided.